Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An initial mfg. Medwatch report had been filed as a result of expresscare kit inspection noting that two welded spikes/peaks on the working end of the instrument have popped out/are missing from the vg2 cervical cpk tip. However, after re-evaluation of the use and handling of the instrument and of similar complaints that have been reported, it has been determined that spike separation would be highly detectible if it were to occur in surgery and that the condition likely occurred prior to and not during a surgical procedure. The spike separation likely occurred during routine handling, sterile processing, and/or shipping. As such, this is not considered to be a reportable malfunction and no follow up reports will be submitted regarding this issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument spike/peak breakage was noted during expresscare inspection by depuy synthes spine. There had been no report of any adverse consequences or delay. However, it is unknown when/where the breakage occurred. As it is possible that the broken spikes/peaks have been left in a patient, this medwatch report is being filed to document the event.